Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please confirm, did the patient experience any adverse consequences due to this issue? Patient consequence for this is unknown as it wasn¿t updated to me by surgeon or nurses. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2021 and barbed suture was used. During the surgery, the barbed suture snapped while suturing the incision site on the uterus. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.